Event description:
Customer reported that approximately one month prior to calling customer service on (B)(6) 2013 he received unspecified "low readings" while using his adc blood glucose meter. Customer was unable to provide exact readings or the dates when they were received. Customer further reported that due to this he experienced a loss of consciousness and coma. Paramedics were called and upon arrival received a reading reportedly "above 800 and close to 900". Customer was transported to a local healthcare facility, where he was diagnosed with hyperglycemia. Customer did not know what treatment and medications he was given at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The serial number of the meter involved in this complaint is unknown, therefore the date of manufacture in unknown. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.